Event description:
This is filed to report a leak. It was reported that during device preparation, while inserting the dilator into the steerable guide catheter (sgc), the fluid would not hold. It was suspected that there was possible damage to the hemostasis valve. Subsequently, the sgc was exchanged. There was no clinically significant delay in the procedure and no patient involvement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the reported leak / splash (loss of fluid column during prep), and the reported product quality problem (unknown damage) associated with the hypothesis that the sgc leak was due to unobserved damage to the hemostatic valve, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.